Event description:
The customer reported that the table would not boot up. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on-site investigation; however, no conclusion can be drawn as conclusive repair information is unavailable at this time.